Event description:
Patietnt reported that over the past few weeks he has experienced a few occasions where the tubing partially separated from the luer lock on his infusion set. The patient experienced increased blood glucose values in the 500's mg/dl. The patient reported after receiving the elevated blood glucose readings, he would change the infusion set and bolus. No symptoms of the elevated blood glucose were provided. No medical assistance was required. No product will be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation.